Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report high blood glucose and no delivery alarms. Troubleshooting was not possible, as the customer started vomiting due to the high blood glucose. The paramedics were called to the customer's home for treatment. The customer was called again after the incident to continue troubleshooting for the no delivery alarms. The insulin pump passed the required tests.